Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. Attempts have been made to obtain additional information. A completed questionnaire was not received. Emanuel j, randleman j, masket s. Scleral fixation of a one-piece toric intraocular lens j refract surg 2013; 29: 140-142. (B)(4).

Event description:
The authors of a journal article presented two cases to describe a technique for toric intraocular lens (iol) repositioning and fixation in the absence of adequate capsular support. The authors described a hoffman technique which creates a reverse scleral pocket without conjunctival dissection. A non-dissolvable suture was used to capture and then secure the lens haptics in a lasso-type fashion. The sutures were then buried within the haptics in a lasso-type fashion. The sutures were then buried within the previously created pockets. The second pt presented four months following intraocular lens (iol) implant at a different facility. At the time of examination by one of the authors, the pt was noted to have two clock hours of zonular dehiscence, vitreous in the anterior chamber and iol displacement, with gross decentration but toric iol alignment within five degrees of the intended placement. Following the fixation procedure, the lens was centered and stable. The pt's corrected distance visual acuity was noted to be 20/60 which was limited by her age related macular degeneration. Additional information has been requested. There are two medical device reports associated with this event. This report is for the second pt.